Event description:
Blue part that the brush head goes on broke off [device breakage] no adverse event. Case description: a consumer reported that while her daughter was using an oral-b stages power toothbrush, version unk with an oral-b brushhead, version unk, the blue part that the brush head goes on broke off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.